Event description:
It was reported that the patient had chest pain at one month follow up due to cardiac effusion. The right ventricular (rv) lead pacing threshold was also high. The device is still in use. No further patient complications have been reported as a result of this event.